Event description:
It was reported that a minimum fill notification occurred while customer attempted to load new cartridge with insulin into pump. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed sufficient insulin remained in cartridge, cleaned pneumatic tap area as instructed, reloaded same cartridge, and successfully loaded cartridge and resumed insulin delivery, with no additional actions reported.